Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly the base. The broken piece was returned. The complaint was confirmed by the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hernia surgical procedure, a piece of the harmonic ace instrument fell off into the patient. A backup instrument was used to retrieve the fragment. The instrument wrist was straightened upon removal. The procedure was completed.